Manufacturer narrative:
(B)(4). Jaws. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, one jaw was noted to be broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Please note that this condition is unrelated with the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the device fired the first clip and then would not fire again. The device was removed and fired outside of the patient; the jaws locked closed and could not be opened. Another device was used to complete the procedure. There was no patient impact reported. No other details were provided.